Event description:
It was reported that the pt had a motor stall. It was also reported that the pump had not worked as the pt had never experienced pain relief since implant. The pt was scheduled for pump replacement. The drug contained in the pt's pump was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.